Event description:
Consumer complaint of low blood results. Expected blood glucose results fasting range from 100 to 150 mg/dl. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 10:22 am) with results of 93 mg/dl and 95 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 10/15/2017 and open vial date is not known. Recall test results performed fasting from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction. User reused test strip, user's test strip had poor fill.